Manufacturer narrative:
Updated field- h4 (device mfg date).

Event description:
No additional information received from customer.

Event description:
It was observed that during the device evaluation, rigid scope had exhibited dark image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation the most probable cause of the dark image issue is cause traced to the component failure of the broken cracked internal lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.